Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received with reduced dwell) simulated treatment was performed and completed.. Valve actuation test passed.. System air leak test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) coded while still connected to the fresenius cycler. It was reported the code was caused by cardiac arrest and that the patient was resuscitated. There were no reported allegations that the event was related to any product related issues. In fact, the rn stated the event was not due to the fresenius cycler. In additional follow-up, a pd nurse stated that the patient was receiving pd treatment while hospitalized the intensive care unit (ICU). The pd nurse reported that the patient had a wound infection and sepsis and that the hospitalization was not related to dialysis or product. Per the nurse, the patient was using a liberty cycler in the hospital for pd treatment. It was confirmed that there were no issues with the cycler or dialysis in relation to this event. It was stated that on (B)(6) 2024, the patient coded approximately 30 minutes after pd treatment was completed. However, the nurse confirmed the patient was still connected to the fresenius cycler because a staff member was not available when the treatment ended to disconnect the patient. The nurse confirmed the patient had a cardiac arrest. It was stated that the patient received cardiopulmonary resuscitation (CPR) which was successful in resuscitating the patient. Per the nurse, the event was due to comorbid condition of sepsis and not related to product.

Event description:
On 11/dec/2024, it was reported by a registered nurse (rn) that this patient on peritoneal dialysis (pd) coded while still connected to the fresenius cycler. It was reported the code was caused by cardiac arrest and that the patient was resuscitated. There were no reported allegations that the event was related to any product related issues. In fact, the rn stated the event was not due to the fresenius cycler. In additional follow-up, a pd nurse stated that the patient was receiving pd treatment while hospitalized the intensive care unit (ICU). The pd nurse reported that the patient had a wound infection and sepsis and that the hospitalization was not related to dialysis or product. Per the nurse, the patient was using a liberty cycler in the hospital for pd treatment. It was confirmed that there were no issues with the cycler or dialysis in relation to this event. It was stated that on (B)(6) 2024, the patient coded approximately 30 minutes after pd treatment was completed. However, the nurse confirmed the patient was still connected to the fresenius cycler because a staff member was not available when the treatment ended to disconnect the patient. The nurse confirmed the patient had a cardiac arrest. It was stated that the patient received cardiopulmonary resuscitation (CPR) which was successful in resuscitating the patient. Per the nurse, the event was due to comorbid condition of sepsis and not related to product.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exist between the patient being connected to the fresenius liberty select cycler and the patient¿s cardiac arrest. However, there is no allegation that the event was related to a product issue or malfunction with the fresenius cycler. It was reported the cardiac arrest occurred approximately 30 minutes after pd treatment ended. The patient had reported concomitant conditions of wound infection with sepsis (unrelated to dialysis). Sepsis is a known risk factor for cardiac arrest. Therefore, based on the reported information, the patient¿s cardiac arrest is likely to be associated with underlying disease.